Manufacturer narrative:
Beckman coulter performed further investigation of returned sample probe. Test of the unicel dxi 800 sample was base lined with a carryover procedure that passed. Beckman coulter installed the returned probe and performed alignments of the sample probe to all intersecting devices. The carryover procedure passed. Beckman coulter could not reproduce the error as presented in the field. In conclusion, the sample probe is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
A beckman coulter field service engineer (fse) reported an essential component (ec) failure in a sample probe failing carryover test after completing a scheduled preventative maintenance (pm) procedure involving the unicel dxi 800 access immunoassay system. Service record indicates the sample probe home sensor had a crack. The fse replaced the sample probe and verified all alignments and resolved the issue. There was no report of affect to patient results prior to the pm procedure. The customer did not operate the instrument until a passing carryover test was performed. No further issues were identified. The instrument was returned to normal operation.